Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime/ compromised force sensor test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Analysis was unable to verify motor position encoder error alarm due to motor error alarm. The pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 600 mg/dl, which had not yet been treated. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.